Event description:
It was reported that the device exhibited an "alarm occlusion". There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection found a detached downstream occlusion (dso) seal. A functional test was performed and the customer reported problem was confirmed as the dso was found to be defective. The dso sensor, lens and seal will be replaced to solve the problem.